Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a control panel error and froze during the boot process. No patient serious injury or death was reported related to this event.